Manufacturer narrative:
Device was returned and sent to the lab to be cultured. Based on the hospital's report the direction of use was not followed. Adhesive remover (detachol) was used instead of water. The inspection records were reviewed and no relevant nonconformity was observed. Product has certificate of conformance. This line of product is biocompatible per (B)(4). This complaint will be monitored for trending purposes and is added to the related logs and charts.

Event description:
Redness and blisters.